Event description:
It was reported that the during post op the right ventricular (rv) lead and the right atrial (ra) lead dislodged and had high thresholds. The leads were both repositioned and remain in use. A few weeks later it was reported that the right atrial (ra) lead had unstable thresholds, intermittent capture, undersensing of p waves and the patient had phrenic nerve stimulation. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.